Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lesion on his tongue, tongue is cracked , white all over and is sensitive. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having lesion on his tongue, tongue is cracked , white all over and is sensitive related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - dust/dirt contamination top and bottom enclosures,ui panel,rear panel,sd cover flip door,blower ,blower box,p4 power connector. Dark unknown contaminate on the inside of the top enclosure,inside ui panel and rear panel,bottom enclosure. A contaminate consistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and observed dust/dirt contamination in the air path likely from a source external to the device and there is no evidence of degraded sound abatement foam.